Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124ee, serial/lot#: unknown, ubd: unknown, UDI#:unknown; product ID: etlw1616c82ee, serial/lot#: unknown, ubd: unknown, UDI#:unknown; product ID: etlw1620c124ee, serial/lot#: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 63mm abdominal aortic aneurysm. It was reported that during the index procedure a type ii and type iii endoleak was observed. An additional endovascular procedure was carried out on the same date as treatment which resolved the event. The patient was discharged 4 days later. The event was assessed as probably related to the endoprosthesis and not procedure related. The event was related to component disconnection. No cause of the event was reported. No additional clinical sequalae were provided and the patient is fine.